Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Initial reporter occupation ¿ sales rep on behalf of facility.

Event description:
It was reported that the rib screw had backed out of plate four (4) days following implantation. The surgeon reports that the screw had partially raised out of the bone but was still locked in the plate, and the plate was not flush to the bone. The plate and screw will remain implanted and there is no plan to remove it at this time. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section h2, h3, h6 and h10.

Event description:
No further event information available at the time of this report.